Manufacturer narrative:
Sensor kit expiration date is 31 dec 2021. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer via a webform reported receiving a "replace sensor" error message from the adc device. Due to this, the customer experienced hypoglycemia and the customer was given orange juice for treatment by a third-party. There was no report of death or permanent injury associated with this event.